Event description:
The customer contact reported the device touchscreen was flashing. The device was returned to the biomedical department for a unspecified reason. No specific patient info, pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. No additional info was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen response was intermittent, the keys would intermittently get stuck, and would not calibrate. Further testing found the touchscreen became unresponsive during the pvt touchscreen test. The probable cause was due to contamination on the bottom edge of the touchscreen caused by fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.